Event description:
Caller states the patient tested 1.4 inr on the coaguchek system and 1.9 inr on a comparison lab. No action taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.